Event description:
It was reported that the patient presented to the hospital after receiving shocks. Interrogation revealed inappropriate therapy was delivered due to noise. Noise was reproducible programming changes were made and the pacemaker dependent patient was hospitalized until lead was revised. At explant, an insulation anomaly was noted between the rv and svc coils. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal and external insulation abrasion was noted at 10.2-11.0cm from the distal end. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise and inappropriate therapy.